Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. Only a coil was returned for this complaint. The coil was inspected, and it was found kinked and severely stretched. The pusher wire and introducer sheath were not returned. No more damages were found in the returned device. Microscopic inspection was performed on the main coil. The zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection on the main coil revealed that the zap tip od (max) outer diameter and primary coil od were within specification. However, the number of fiber bundles were incomplete.

Event description:
Reportable based on device analysis completed on 22sep2021. It was reported that the device could not be delivered. The target lesion was located in the abdomen area. A 10mm x 50cm interlock coil were selected for use. During the procedure, after the first ring was detached, it was noted that the microcatheter could not be delivered. The device was deployed successfully after replacing the coil with another of the same device. The same problem occurred with the two devices during the operation. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that the fiber bundles were incomplete.